Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.